Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. As received, the device was operating in backup operation. The device image was found corrupted and could not be analyzed. Analysis found high current output isolated to a capacitor. Longevity assessment was performed, device did not meet projected longevity.

Event description:
It was reported that the patient presented for follow up with a pulse generator that exhibited battery depletion. The device was explanted and replaced. The patient was in stable condition.